Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone16.2 cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing pod on the abdomen between 4 and 24 hours prior to seeking medical attention on (B)(6) 2026. Patient reported seeking emergency care due to sustained hyperglycemia, high urinary ketones, headache, body aches, and nausea, with concern for diabetic ketoacidosis. Patient was evaluated in the emergency room for approximately 4 to 5 hours and discharged the same day with a diagnosis of high blood glucose and high ketones. Treatment reportedly included monitoring of vital signs and administration of intravenous fluids, insulin, and anti-nausea medication; a chest x-ray was also performed for an unspecified reason. Patient alleged the need for medical attention was related to the pod, reporting that an emergency room physician indicated the insulin pump may have contributed due to elevated blood glucose; specific glucose values were not provided. Patient reported transitioning temporarily to multiple daily injections and initiating a new pod. The pod was discarded; therefore, product is not available for return. Reported glucose values and additional details are unavailable, as the patient did not recall exact values and requested a callback, resulting in limited information obtained during follow-up. A supplemental report will be provided if additional information becomes available.